Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt as though the skin in his scrotum was adhered to the pump, and that there was a band of tissue around the same component. He also noted soreness. Additionally, the patient experienced difficulty inflating the device, stating that the pump felt hard. It was also mentioned that he used the device a few days after surgery, as he had been left with penile tumescence post-procedure. The patient was evaluated by a nurse, where the device was successfully inflated and deflated. And several weeks later, after coaching with the manufacturer representative, the patient was able to inflate and deflate the device without issue. The hardness he reported was attributed to difficulty operating the pump, as he was not pressing the deflate button prior to inflating. No additional patient complications were reported.

Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt as though the skin in his scrotum was adhered to the pump, and that there was a band of tissue around the same component. He also noted soreness. Additionally, the patient experienced difficulty inflating the device, stating that the pump felt hard. It was also mentioned that he used the device a few days after surgery, as he had been left with penile tumescence post-procedure. The patient was evaluated by a nurse, where the device was successfully inflated and deflated. And several weeks later, after coaching with the manufacturer representative, the patient was able to inflate and deflate the device without issue. The hardness he reported was attributed to difficulty operating the pump, as he was not pressing the deflate button prior to inflating. No additional patient complications were reported.

Manufacturer narrative:
Correction to adverse event/product problem field (b1) in section b, adverse event/product problemthe device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficulty to inflate, adhesions, capsular contracture, and pain are acknowledged within the IFU and are not related to off label use or failure to follow instructions. The reported patient symptoms are known risks associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.